Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2006. It was reported that the pt had turned her ipg off years ago, but it now seems to be vibrating in the ipg pocket. The pt also reported that part of the ipg is sharp and feels like it is cutting her. The MFR has attempted to obtain a status update regarding the next course of action; however, no further info is available at this time.